Manufacturer narrative:
Product ID 7435, serial# (B)(4), implanted: 2003 (B)(6) ; product type programmer, patient product ID 3550-09, lot# lb5084, implanted: 2003 (B)(6); product type accessory product ID 7496-51, serial# (B)(4), implanted: 1996 (B)(6); product type extension product ID 3987, serial# (B)(4), implanted: 1996 (B)(6); product type lead product ID 3550-09, lot# lb5084, implanted: 2003 (B)(6); product type accessory product ID 7427v, serial# (B)(4), implanted: 2003 (B)(6); product type implantable neurostimulator product ID 3986, serial# (B)(4), implanted: 1995 (B)(6); product type lead product ID 7496-66, serial# (B)(4), implanted: 1995 (B)(6); product type extension. (B)(4).

Event description:
The patient was looking for somebody to take out the stimulator from her chest and it was an emergency. An infection started about two weeks ago. The patient has been cleaning it out wondering why it was continuing to ooze, then realized it was close to the pump. The implantable neurostimulator (ins) was not in service for the last few years since it ran out of battery; the patient never bothered doing it again because, she did not need it. The pump took over the functioning. The patient want the ins removed to have the infection behind it removed and then she would also be able to use mris. Additional information has been requested to find out if any intervention was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.